Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient had blood glucose (bg) reading of over 500 mg/dl with large level of ketone, nausea, polyuria, polydipsia, shortness of breath, abdominal pain and symptoms of dehydration. It was reported that the patient was treated with intravenous fluids and glucose by medical professional at the medical center. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue started about 3 weeks ago. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential perceived inaccurate delivery issues and potential bg issues did not reveal any assignable causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1: date of submission 15-jul-2019. Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings:.during investigation, the pump passed all required testing for delivery accuracy with no defects found. The complaint was reported on 26-dec-2014 , according to the pump history the pump was in use for deliveries until 29-apr-2019 . All black box and pump delivery history has been overwritten for time of complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.